Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, an unspecified number of tubes had loose closures and samples exhibited clotting. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, an unspecified number of tubes had loose closures and samples exhibited clotting. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-jun-2025. Investigation summary bd received 193 samples and 1 photo for investigation. The photo was evaluated and does not show the customer¿s failure mode: the photo shows a shelf pack tray with the shelf pack label showing. A visual inspection was conducted on the 193 customer samples along with 100 retention samples, and no issues were identified. Furthermore, functional testing for heparin activity was performed on 5 customer samples, with all results meeting the specification limits. Additionally, further functional testing was conducted on 10 returned samples for stopper function and all samples tested were within specification limits. Complaints for sample quality are under statistical control for the month of june 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: sample quality-clotting and stopper creep out. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.